Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence that some of the depth markers are partially missing or completely missing. Reason for the return was confirmed. Section e initial reporter: the first and last names and phone number of the initial report are not available due to regional privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a dlp malleable single stage venous cannula, the depth marker and model number marking on the device had disappeared. As it was unclear how far it could be inserted, the use of the device was discontinued, and the device was replaced. There was no patient impact. Medtronic received additional information that no heating or cooling was applied to the cannula. From the beginning, the printing was erased and the model number was also unidentifiable. The issue occurred on either cannula model number 68128 or 68130.

Manufacturer narrative:
B.5.medtronic received additional information that after actual insertion, the markings had disappeared, making it impossible to confirm the depth of insertion. Therefore, its use was urgently discontinued. The customer understands that the depth of insertion affects the efficiency of blood drainage, making the markers extremely important. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.